Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath split issue was confirmed. Carving and bent garage leaves were observed. Carving is an indicator that the garage leaves interacted with the flex-guide and would result in the observed bent garage leaves. In this case, inadvertent change in angle of the device during initial deployment of the thumb advancer likely contributed to the sheath split issue and observed device damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch (uf/importer report # (B)(4)) received that states: patient admitted code cva [cerebrovascular accident] through ed [emergency department] and was critically ill with ischemic stroke. To interventional radiology for mechanical thrombectomy. At the end of the procedure, arteriectomy was attempted to be closed with star close closure device. The device failed to deploy resulting in manual compression of the arteriotomy site for 40 minutes to achieve hemostasis. No harm to patient. Inr [international normalized ratio] was 2.5. What was the original intended procedure? Procedure(s): carotid and cerebral angiogram; mechanical thrombectomy for acute stroke. No additional information was provided. Subsequent to the initial information reported on the user facility medwatch report the following additional information was received: the sheath splitter came out of the sheath during advancing the thumb advancer. The clip was not deployed; the safety release was used to safely remove the device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.